Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and trackwise files and found relevant to the service repair. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The device was returned for service. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
Failed tamper switch- (B)(4). After investigation, the device module run time was created by company employees. This device meets the criteria per 1601-011-000 out-of-box failure processing document # (B)(4) for restocking back to finished goods warehouse. (B)(4). Investigation summary: reported tamper switched issue' during the device check in was confirmed. The tamper switch assembly was failed to respond during the keypad testing. The pcu was also failed to access the maintenance mode manually. The red cable had no solder at the tamper switch terminal. This is a supply quality issue. Conclusion: no solder on the positive terminal on the tamper switch is the main cause of report tamper switch failure during the device check in process. This is a supply workmanship issue. Rework: recommend replacing tamper switch (assy sw tamper pcu) part number tc10004232. Disposition route to service for normal process.